Manufacturer narrative:
Company rep evaluated the system and duplicated the reported problems. An issue were identified and the customer's in-house biomedical engineer was advised to reload the system's software.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.